Manufacturer narrative:
The reported event of bias current error was duplicated and confirmed during service evaluation. The cause of the issue was determined to be a damage of the cable assembly.

Event description:
It was reported that during testing conducted by at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing , no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing conducted by at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing , no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.